Event description:
Literature was reviewed regarding antibacterial absorbable envelope use with spinal cord stimulation devices. The authors described four patients who experienced pocket infection. All of the these patients were managed with oral antibiotics. Other patients implanted with an antibacterial absorbable envelope experienced complications; there was one dural puncture related to the procedure, patients with hematomas, device migrations, pain at the surgical site, skin erosion, and lead dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/50 years old. Referenced article: use of an antibacterial envelope in spinal cord stimulation reduces the rate and severity of iatrogenic infections. World neurosurgery. 2024. E1-e7 doi: 10.1016/j.wneu.2024.02.134. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.